Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter read inaccurately low in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2014, at 09:00pm, she obtained results of ¿88, 101, 84, 55, 78 and 117 mg/dl¿ on the subject meter. The patient detailed that she manages her diabetes using an insulin pump. The patient denied developing any symptoms but told the cca that on (B)(6) 2014, at 08:00am she took glucose tablets/gel. During troubleshooting the cca noted that the meter was set to the correct unit of measure and when the reporter performed a control solution test, the results fell out of the expected range. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/13/2015). The patient¿s meter has been returned on 1/20/2015 and evaluated by lifescan product analysis on 1/30/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.